Event description:
It was reported that the patient¿s blood glucose reached above 250 mg/dl while wearing the pod between 4 and 24 hours. The needle mechanism did not deploy as intended during activation and being unsure if the cannula was properly seated in the infusion site (abdomen). No treatment was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.